Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: device rupture.

Event description:
Patient representative reported patient's concern for textured implant device. Healthcare professional additionally reported left side rupture. This record is for the left side. Device status unknown.